Manufacturer narrative:
Received device had the cannula assembly undeployed, soft cannula was not exposed and the pink slide insert was not visible in the viewing window. The needle mechanism and soft cannula fully deployed after removal of the needle cap. The pod delivered 57 pulses, completing first and second prime before deactivating. No timeouts or drive stalls were observed in the data. The needle mechanism was reset using the lock and load tool and redeployed as intended. No damages were observed with the needle mechanism. The cause of the reported needle mechanism failure could not be determined.

Event description:
It was reported that the needle deployed early before the pod was activated; this indicates a needle mechanism failure. No impact to the patient's glucose level was reported. The pod was not worn.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed, and the product lot met all acceptance criteria. We are unable to confirm or determine the root cause of the reported needle mechanism failure.